Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex therapies (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). It was not reported whether the dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a break in aseptic technique, further described as not wearing a mask, not cleaning the catheter, and allowing the pets to sleep in the patient's bed. On (B)(6) 2012, the patient experienced peritonitis due to the break in aseptic technique. The patient was not hospitalized for peritonitis. The patient was still being treated (specifics not reported) and was still ill. The status of re-training was not reported at the time of this report. The consumer was contacted but declined to provide further information.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause could not be determined since it is unsure why the patient had a breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.